Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-25080. The pt has two leads with the same lot number. It was reported the pt is receiving stimulation in unintended areas. The pt declined reprogramming. Later, the pt reported experiencing a twitching/jumping sensation all over her body causing her shoulder to move. The pt was advised to turn off stimulation.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.